Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
On (B)(6) 19, home monitoring alert for rv pacing threshold above limit. Short rv intervals count per day was >249. On (B)(6) 19, this lead was repositioned due to micro dislodgement of the rv lead. The lead remains actively implanted at this time. Should additional information become available, this file will be updated.